Manufacturer narrative:
The probable root cause of the damaged conductor wire is attributed damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is primarily attributed to conductor wire management issues. These issues can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was not generating electrical energy. The procedure was completed with no reported injury.